Event description:
Reporter received info that this lead was capped and abandoned due to inappropriate shocks. It was replaced with a new lead model 125. Whole system was replaced to avoid near future surgeries.